Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was booting up to a solid white screen, which is indicative of a device lockup condition. The customer also found multiple event codes logged in the device. There was no report of any patient use associated.